Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2, the cardiac team had a faulty valve when using the device. After the pa blew up the balloon, a couple minutes later it would deflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2, the cardiac team had a faulty valve when using the device. After the pa blew up the balloon, a couple minutes later it would deflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.